Manufacturer narrative:
Based on the claim against the product by the customer noting the 'no battery backup' message displayed, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the ¿low battery¿ message. The fse replaced the battery on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the battery box involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported failure of "error 816 indicating to low battery capacity". The unit was tested in house. Measuring two batteries showed the following data: overall voltages was 25.45, battery 1 was 12.60v, battery 2 was 12.85v, and battery date 25-aug- 2017. Per mpi 815105 section 6.2, the expected battery pack voltage is 27.60 volts (2.30 volts/cell) when full and on the float charge. When empty and no charge or load on the battery, the voltage is expected to be 23.20 volts (1.93 volts/cell). When reviewing in the remote fe, there were errors 816 which mean no battery backup is available, either because the battery capacity is low or because booster is disabled due to a fault. The unit was installed unit into printed circuit assembly (pca) system, and the system started up without any error. There were 1 green led lights up, and the battery was charging. The system could not stay for long and failed with error 816 after unplugging power when the battery was fully charged. This unit was failed on test fixture. The complaint regarding error 816 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed of 'no battery backup' message is contributed to the component failure of the aged battery. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the battery box exhibited a persistent issue during the procedure. The battery box was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 'no battery backup' message appeared, and it was confirmed that the patient side cart (psc) was running in ac mode and the psc battery status was fully charged. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 816 indicating to low battery capacity. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The customer resolved the error by pressing fault override and completed the procedure.